Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected and that there was damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life; however, multiple replace battery alarms were observed in the alarm history. Visual inspection revealed that the battery compartment was cracked below the grip pad. The returned battery cap threads were found to be damaged and the cap was not able to be fully secured to the pump. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. There was no evidence of intermittent contact within the power circuit. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).